Manufacturer narrative:
Without the lot number, the device history report could not be reviewed to determine if there was any exception that could lead to the reported incident. From the review of the production and quality inspection data for the past 12 months, no incident of crutch breakage of the hand grip tube area were recorded. The sample was not returned for investigation, however photos of the sample were provided. From the photos of the crutch, the break was confirmed. However, the cause of the breakage could not be derived from the photos. Without the sample we are not able to conduct a further evaluation to determine the actual cause of the broken crutch. Therefore the root cause could not be determined.

Event description:
Crutch broke.